Event description:
Na.

Manufacturer narrative:
Upon further review it was determined that the reported event involved only parts expiration. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported that during pre-test the cardiosave intra-aortic balloon pump (iabp) had the automatic inflation failed. The device was not used on patients, so no personal injury was caused.

Manufacturer narrative:
Due to character limitation, event site full name (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter name), e2, e3, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and fault code records were checked at the hospital to confirm the fault reported by the customer. The vortex pump needs to be replaced. Because the device is out of warranty, a one-time maintenance fee is required. Due to cost reasons, the user temporarily decided not to repair this device. The device is deactivated. If the repair information is received, the complaint will be reopened and updated.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and fault code records were checked at the hospital to confirm the fault reported by the customer. The vortex pump needs to be replaced. Because the device is out of warranty, a one-time maintenance fee is required. Due to cost reasons, the user temporarily decided not to repair this device. The device is deactivated. If the repair information is received, the complaint will be reopened and updated. Repair information received, the scroll compressor was replaced. The device passed all factory-specified performance and safety tests. The device has been delivered to the customer and is ready for clinical use. Reopened because repair information has been provided.